Event description:
Reporter stated customer's wife tested customer on his advantage system and received a result of 9.3 mmol/l at an unknown time. The customer was "feeling unwell" at that time. A "short time" after, the wife called the ambulance as customer's health was "becoming worse". The patient received the following results on the advantage system compared to a professional meter within 1 minute: 9.3 mmol/l (advantage) and 2.0 mmol/l (professional meter). The customer was treated with an unspecified glucose product. Approximately 40 minutes later the ambulance personnel tested the customer again on their professional meter and received a result of 4.5 mmol/l. The ambulance departed the residence at that time. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).